Event description:
It was reported that during the procedure to treat the stroke, the guidewire broke. The physician deployed a stent to secure the broken portion in the patient's body. There were no clinical consequences reported to the patient due to this event.